Event description:
It was reported that stent foreshortening occurred. The target lesion was located in common iliac artery. An 8x120x120 epic stent was advanced to overlap the first deployed 7x120 epic stent. However, after deployment, the stent was foreshortened, and flow was not fully established. The physician covered the remaining part of the lesion with another 8x80 epic stent and the procedure was completed. There were no patient complications reported and the patient was stable.